Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. It was confirmed that the pump was able to be charged with a different wall adapter. A replacement wall adapter was sent to the customer. In addition, the customer reported an elevated blood glucose (bg) level of 300 (mg/dl). A correction bolus was delivered to address bg level. Customer stated that they are under a lot of stress and also consumed pizza which could have caused the elevated bg level. The customer declined troubleshooting with tandem technical support for the high bg. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.